Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface fractured after falling on the ground during the sterilization process.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of follow up-1. Review of the device history record and receiving inspection report identified no deviations or anomalies. Visual inspection of the returned tibial articular surface provisional (tasp) reported that it has fractured on the medial side of the post. This device is used for treatment. The complaint is considered confirmed as the returned device was fractured.. The likely condition of the part when it left zb control is considered conforming based on the product's field age of 2 years 4 months and the DHR review. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause for the fracture is falling of the device on ground during sterilization .